Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown and treatment for the event was not reported. The patient was discharged after a week in the hospital and was reported to be recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis on an unspecified date in (B)(6) 2014. A batch review was conducted for potentially associated lot numbers gd896399 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4)..